Event description:
During first bone cut small screw on front of new style angled attachment fell out onto sterile field. Did not fall into wound. No delay in case. Attachment still worked for case. Patient under anesthesia. Tourniquet was in use. Case type / application: tka 2.1.

Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: -product evaluation and results: functional inspection confirmed the event. Device is missing one of the screws. As per inspection by r&d: inspection it seems like the loctite on both of these screws is either missing or the correct quantity may not have been applied. If the items were washed after the issue then it may be hard to draw any conclusions and we just have possibilities. This is true for the second complaint; I believe the first was cleaned somehow as it showed no evidence of having been removed from the patient. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker's nc/CAPA database indicated that there have been an relevant nc associated with the product and failure mode reported in this event. (Disassociation).

Event description:
No new information.